Event description:
It was reported, the video system center had no image as the serial digital interface had no output. There were no reports of patient harm, and the procedure was able to be successfully completed using the same device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. The user facility was contacted to obtain additional information and to check the status of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer, the device evaluation, the legal manufacturer's final investigation and associated h6 coding. According to the customer, the issue was observed at delivery acceptance without a procedure involved. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The cause was localized to a faulty circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause is consistent with a faulty circuit board. However, the specific root cause could not be determined. Olympus will continue to monitor field performance for this device.